Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 402 mg/dl, customer then ate breakfast 8.7 units. Customer blood glucose was 357 mg/dl. Customer report insulin not being delivered. Patient's blood glucose at time of incident: 267 mg/dl. Patient's current blood glucose: 149 mg/dl. Customer reports they feel okay to troubleshoot. Customer reports they have a back-up plan available. Customer treated high blood glucose with syringes. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.